Event description:
It was reported that the colonovideoscope had an image blackout issue. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1-initial reporter establishment name- (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged couple device (ccd) image flickering. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause for the image blackout issue could not be determined and the most probable cause for the image flickering issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.